Manufacturer narrative:
Per the tandem user guide: do not put any other drugs or medications inside your pump cartridge. The pump is designed only for continuous subcutaneous insulin infusion (csii) using u-100 humalog or u-100 novolog insulin. Use of other drugs or medications can damage the pump and result in injury if infused. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring near the septum. Customer loaded a new cartridge to address the issue. Reportedly, customer was using a non-approved insulin brand in cartridge. Customer's blood glucose was 146 mg/dl.